Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that could not return blade. During the radical resection of lung cancer, after fired, the blade moved to the distal end, but could not return, the knife reverse button did not work. Used manual override lever to return the blade.